Event description:
Patient was being escorted on a trip from (B)(6). A lifechoice portable oxygen concentrator was rented for the trip. While at the (B)(4) air port before the flight the lifechoice portable oxygen concentrator reportedly alarmed after 5 minutes and shut down. Patient and escort decided to continue the trip even though the equipment alarmed earlier. The lifechoice was tried again on the aircraft with similar results. The escort made the decision to not pay for in-flight oxygen. The patient de-saturated while in flight and went to the emergency room at the destination, where his o2 levels recovered.

Manufacturer narrative:
The unit had oxygen concentration out of spec and that could explain the alarming. Alternatively, if the battery charge was extremely low the unit would alarm and shut down. At any rate, the alarm indicated some kind of problem before the flight. Patient escort made decisions to (1) continue the trip and (2) not pay for airline oxygen. These decisions put the patient as risk and enabled the event.